Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive auto off during bolus delivery. Customer also received no delivery alarms, but was resolved with complete set change. Customer also reported a past even of being hospitalized due to diabetic ketoacidosis. Customer was advised to call back should issue persist.

Manufacturer narrative:
After further review of the complaint, it was determined complaint was created in error and should be noted as duplicate. The product that was reported is an infusion set that was not manufactured by medtronic. Please reference MFR report number 3004209178-2017-99632, for the insulin pump and hospitalization information.